Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. It was reported that the patient using the device was under 12 years of age. No additional event or patient information is available. Labeling indicates: the t:slim g4 system is indicated for use in individuals 12 years of age and greater.